Event description:
During a coil embolization procedure of an unspecified intracranial artery aneurysm (characteristics of the aneurysm was not provided), the deltaplush (cpl100252-30/g10534) could not be detached although pressing the detachment button five times. Therefore, the deltaplush was safely removed from the patient and was replaced for a new one. It is unknown if the microcatheter was also replaced or not. Once the deltaplush was out of the body, the physician pressed the detachment button and the coil was detached. Afterwards, the procedure was completed without any further issues. No patient injury was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues noted. Type of dcb and cable used with the product were not provided. It is unknown how many coils were successfully detached using the same cable before the complaint product. The complaint product is going to be returned for evaluation. No additional information was available.

Manufacturer narrative:
Prior to detaching the coil, the power button on the detachment control box (dcb) was on, and during detachment, all the different connections were checked (cable to the connector end of the dpu wire and the other end of the connecting cable to the output connector of the dcb). Additionally, during detachment, it was verified that the microcoil delivery system was fully connected and no faults were indicated on the dcb, and during the attempt to detach the coil, the dcb system was free of faults (light illuminated continuously and intermittent tone sounded for the duration of the detachment cycle). Both, cable and dcb were new, and prior to use, the dcb was tested for proper functionality per IFU, and the red dead battery light did not illuminate. The pre-use test was performed per labeling instructions. After the event, no other damages were noted on device (delivery system, coil, introducer, etc (unraveled, stretched, kink, bend, fracture, etc), and the coil is going to be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The device positioning unit (dpu) passed electrical testing. The resistive heating coil section with the pet angle ring and the outer sheath were severely damaged and destroyed by the air detachment performed prior to the microcoil system being returned. Due to the severe damage to the distal tip of the dpu produced by the air detachment, all evidence at this location has been destroyed. Therefore, with the dpu passing electrical testing and due to the severe damage to the distal tip of the dpu, the root cause of the coils nondetachment inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of an unspecified intracranial artery aneurysm (characteristics of the aneurysm was not provided), the deltaplush (cpl100252-30/(B)(4)) could not be detached although pressing the detachment button five times. Therefore, the deltaplush was safely removed from the patient and was replaced for a new one. It is unknown if the microcatheter was also replaced or not. Once the deltaplush was out of the body, the physician pressed the detachment button and the coil was detached. Afterwards, the procedure was completed without any further issues. No patient injury was reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the device by visual inspection. Pre-deployment electrical check was performed and no issues noted. Type of dcb and cable used with the product were not provided. It is unknown how many coils were successfully detached using the same cable before the complaint product. Prior to detaching the coil, the power button on the detachment control box (dcb) was on, and during detachment, all the different connections were checked (cable to the connector end of the dpu wire and the other end of the connecting cable to the output connector of the dcb). Additionally, during detachment, it was verified that the microcoil delivery system was fully connected and no faults were indicated on the dcb, and during the attempt to detach the coil, the dcb system was free of faults (light illuminated continuously and intermittent tone sounded for the duration of the detachment cycle). Both, cable and dcb were new, and prior to use, the dcb was tested for proper functionality per IFU, and the red dead battery light did not illuminate. The pre-use test was performed per labeling instructions. After the event, no other damages were noted on device (delivery system, coil, introducer, etc (unraveled, stretched, kink, bend, fracture, etc), and the coil is going to be returned for analysis. The complaint product is going to be returned for evaluation. No additional information was available. The device positioning unit (dpu) passed electrical testing. The resistive heating coil section with the pet angle ring and the outer sheath were severely damaged and destroyed by the air detachment performed prior to the microcoil system being returned. Due to the severe damage to the distal tip of the dpu produced by the air detachment, all evidence at this location has been destroyed. Therefore, with the dpu passing electrical testing and due to the severe damage to the distal tip of the dpu, the root cause of the coils non- detachment inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There was no discrepancy with testing of the returned device. Although a definitive root cause cannot be determined based on the available information, it appears that procedural factors likely contributed to the reported event. Therefore, no corrective actions will be taken.